Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was not heating on the patient side. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was not heating on the patient side. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative provided technical support to the customer over the phone. During troubleshooting, the ribbon cable to the pcb was found to have come loose and would not allow the user to raise the temperature via the temperature control button on the user display. The issue was resolved by re-seating the ribbon cable connection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Technical phone support provided.